Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe vit could cut but could not reach its max cutting speed during vitrectomy surgery. The procedure was completed after replacement of pack with new one. There was no information about patient impact.